Event description:
It was reported that the patient was having "lead issues" and she wanted it "fixed." No details were provided by the physician or patient on what was occurring with the device. It was later indicated by the patient and the physician that the patient has decided to delay addressing the "lead issue" until further notice. She has other health concerns that are unrelated to her vns therapy that she wants to resolve first. It is unclear at this time what is occurring with the patient and her device. Good faith attempts to obtain further information have been unsuccessful to date.